Event description:
It was reported that the device fails accuracy -12.6% during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be slightly over delivering to the manufacturing specifications, instead of the issue. Fluid ingression identified on the pump by the chassis base of the expulsor, downstream occlusion sensor and upstream occlusion sensor. The expulsor was found to be previously trimmed down. The root cause of the event cannot be established. The expulsor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.